Event description:
It was reported that self-test failed, and the device shutdown. Follow-up information received determined there was no patient involvement. The event occurred during regular biomed testing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The battery contacts were also found to be compressed and battery drawer o-ring missing.